Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. The reservoir also had many air bubbles. Customer's blood glucose level went from 200 mg/dl to 275 mg/dl. She treated her blood glucose with the insulin pump and a shot. Her most recent blood glucose level was 384 mg/dl. She was feeling weary and changed the infusion set and reservoir three times. Insulin continued to drip after the motor stopped during the manual prime process. In the alarm history a finish loading and low reservoir alarms were found. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.